Event description:
Customer reported a precharge error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the battery pack, and battery charger board. System operates as intended.